Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urinary incontinence. A revision surgery was performed and the balloon was noted to be deflated. The device was explanted and replaced. No patient complications were reported.